Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited reduced flows and persistent suction alarms. The pump was removed and replaced with another impella cp, and there was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the low pump flow could not be determined. This report is being filed as part of a retrospective review of historical records.